Manufacturer narrative:
The customer¿s report of a leak at the texium/proximal port connection was not confirmed. The sets and all components were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears. The actuator tabs of the texium adaptors were not damaged. No anomalies or evidence of damage was observed upon visual inspection. Extensive functional and pressure testing found no fault with the returned set and the customer¿s experience could not be replicated under testing conditions. The root cause of a leak at the texium/proximal port connection was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc 0338-0049-02, lot y203059, exp dec 2017, 0.9% sodium chloride injection; 500ml baxter exactamix ref (B)(4); therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during the infusion, there was leaking noted coming from the texium on the end of the secondary line is attached to the baxter primary line. Tubing was disconnected, reconnected, and leaking continued. This occurred at the very end of the 500 ml bag infusion of etoposide. There was no report of patient harm.